Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a check supply line alarm was identified during a review of the event history log. Visual inspection and functional testing were performed with no issues noted. A simulated therapy was performed and no issue was identified. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem, therefore, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.